Event description:
A device report from (B)(6) indicated a hospital from (B)(6) reported: pt had a high tibial osteotomy and was implanted with tomofix tib-head-plate and screw on an unknown date experienced pain approximately two (2) to three (3) months ago. An x-ray, the date unknown, showed a broken plate. Pt was returned to the operating room on (B)(6) 2012 and the hardware was removed. It is not known what the pt was revised to.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.